Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The lead was received approximately 3.42 years after explant.

Event description:
It was reported that the lead dislodged. The lead was explanted.